Manufacturer narrative:
(B)(4). Results of investigation: carefusion was not able to duplicate the customer¿s reported issue. Visual inspection did not reveal any abnormalities. Carefusion scraped the ac adapter as a pre-caution and shipped a replacement ac adapter to the customer to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit had a burnt ac adapter. It is unknown at this time whether there was any patient involvement associated with this complaint.